Event description:
The customer observed falsely decreased architect stat ck-mb results for one patient sample (female, 70 yrs) when compared to the result from point -of-care testing (poct) method. The patient was diagnosed with acute heart failure. The following data was provided (same reference range used for all methods = < / = 3.7 ng/ml): initial result = 1.1 ng/ml, repeat result = 1.3 ng/ml, poct method result = 21 ng/ml for troubleshooting purposes, the sample was processed on the siemens platform which generated a creatine kinase mb fraction (ck mb) result of 1.1 ng/ml. The patient¿s troponin result was normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat ck-mb results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 68529un21. Accuracy testing was completed using panels which mimic patient samples and an in-house retained kit of lot 68529un21 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat ck-mb reagent, lot number 68529un21 was identified.